Event description:
The customer reported via phone call that they had 3 bad enlite sensors. Customer stated that they want the sensors to be replaced. Customer had a sensor that remained on the pedestal, a sensor that was not reading correctly and had a bent cannula, and a sensor that could not calibrate. Customer stated that they had a high blood glucose of 420 mg/dl. Customer treated with the pump and did a bolus. Customer went out to eat but the alarm did not go off. Customer did not give themselves enough insulin for the meal. Customer also received sensor errors that day. Customer declined troubleshooting for the sensor error since they stated that it was due to the bent cannula. Customer's last blood glucose level was 95 mg/dl. Sensors will be replaced.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and performed bicarbonate buffer tests. One of three sensors failed for high readings and two remaining sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.